Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device eval. Although the sample was not returned for eval, the customers reported complaint of the fiber broken in packaging is confirmed since based on photographs of the sample provided. Although the complaint is confirmed, a definitive root cause cannot be determined. A potential contributing factor could have been handling damage after the device left the mfg facility. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. During the mfg process, the device goes thorough several aql inspections. Each unit is also repeatedly bent and coiled during the processing and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging and shipment. During the hene laser test, the fiber tips is examined closely for damage. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint# (B)(4).

Event description:
As reported on (B)(6) 2015, pt of unk age and gender presented for an endovenous laser procedure. During preparation for the procedure, when the sterile device packaging was opened, it was noted the fiber had fractured inside of the package. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the pt due to the event as the disposable device did not come into contact with the pt. It was reported the disposable devices not available for return to the MFR for eval.